Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 9613369-2020-00140. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Event description:
It was reported that the cone ceramic ceramic ball head delta 32 broke. It is not known when this happened, or whether a revision surgery was already performed.